Event description:
It was reported that before use, the system98xt intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1(event site country), g3, g6, h4, h6((type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: d5, g2 a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the fitting of helium output tube and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that the system98xt intra-aortic balloon pump (iabp) had an autofill failure alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the helium outlet tube fitting which corrected the issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.